Event description:
It was reported that when using the bd pyxis¿ es server had missing stock outs. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Correction: section d medical device catalog, unique identifier (UDI), medical device serial, medical device model and section h manufacturer narrative. Upon investigation of the actual device used in this incident, it was determined that the stock was missing. A technical support specialist (tss) dialed into carefusion coordination engine and confirmed ghost pockets. Tss cleared the entire inventory for the station in the cce database (db) and repopulated it. Tss informed the customer and requested monitoring, and the customer reported it was working. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then complaint history review (chr) is not required. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that the stock was missing. A technical support specialist (tss) dialed into carefusion coordination engine and confirmed ghost pockets. Tss cleared the entire inventory for the station in the cce database (db) and repopulated it. Tss informed the customer and requested monitoring, and the customer reported it was working. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server had missing stock outs. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.